Event description:
Surgeon reported that he examined the (B)(6) female patient who was reporting pain in the leg, to which intramedullary nail was implanted 3 months ago. According to surgeon, x-rays showed that the nail broke in the same place, where the bone was broken. In surgeons opinion, there was no bone union, which could influence the fact that the nail broke. Surgeon revision patient on (B)(6) 2013. According to information received from the surgeon the nail was dynamically locked. The patient was allowed to walk the second day after primary surgery.

Event description:
Surgeon reported that he examined the (B)(6) female patient who was reporting pain in the leg, to which intramedullary nail was implanted 3 months ago. According to suregeon, x-rays showed that the nail broke in the same place, where the bone was broken. In surgeons opinion, there was no bone union, which could influence the fact that the nail broke. Surgeon revision patient on (B)(6), 2013. According to information received from the surgeon the nail was dynamically locked. The patient was allowed to walk the second day after primary surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the breakage of the nail was confirmed. Failures in material or manufacturing of the affected nail returned were not found. Dimensional examination revealed no deviations in the relevant undamaged areas of the nail returned. The affected nail was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. Technical aspects: the shaft of the received nail is completely broken at the level of the fracture site of the bone ¿ approx. 190 mm from the tip. The appearance of damage and the evidences of the breakage surfaces as well as the absence of plastic deformation suggest that the nail broke in a fatigue fracture due to overload after an implantation period of approx. 4 months. Features of a ductile / forced fracture were not found. General aspects: the broken nail is a temporary implant which inevitably will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. This could be described as a race between bony consolidation / fracture healing and implant breakage during the implantation period. If fracture healing is insufficient mechanical damage of a load-bearing or load-sharing device is more likely. Generally the risk of a breakage will increase with the increase of load cycles and load level. Evaluation confirms the statements of the surgeon ¿the nail broke in the same place, where the bone was broken¿ and ¿there was no bone union, which could influence the fact that the nail broke¿. Referring to reported impaired bone healing the nail was not relieved during the period of implantation but had to absorb the whole loading. The appearance of damage suggests that significant load had been applied. Medical aspects (excerpt from the clinical assessment / medical background / information): ¿final conclusion due to the presented clinical data, the breakage of the s2 femoral nail, compression was caused by a combination of an unstable fracture with insufficient bone contact, a small nail size due to a small diameter of the marrow cavity, assumedly a long term overloading, a delayed union.¿ review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.